Event description:
It was reported the customer was hospitalized in may for diabetic ketoacidosis. The customer also reported experiencing a heart attack and high blood glucose during their hospitalization. It was also found the customer had a button error alarm on their previous insulin pump. Customer's blood glucose was 392 mg/dl. The customer was assisted with programming their loaner insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.